Event description:
The patient was admitted for left arm swelling. Discharge diagnosis: l subclavian fistula upon admission, patient presented with 1+ pitting edema of lue to elbow with swelling to axilla. It was found to have l subclavian fistula on repeat u/s (B)(6) 2013, likely related to crt-d placement. Patient underwent a cover stent placement by vascular surgery on (B)(6) 2013. This started about 3-4 days following his study procedure and became worse. The patient underwent an lue doppler ultrasound on (B)(6)2013 which showed no evidence of a clot. Patient was started on asa 81 daily for life and plavix 75mg daily x 3 months for anticoagulation. At the time of discharge, patient had minimal swelling in the lue. Patient will be monitored.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.